Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Qc was within the customer's established ranges prior to and after the event. Customer performed a precision check after erroneous results and met specifications. Calibration for accutni was performed on (B)(6) 2011 and passed. Bci field service engineer (fse) replaced aspirate tubing, substrate valve, cleaned wash carousel, and verified system was operating within specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining erratic troponin (accutni) results within the risk stratification range, generated by the access 2 immunoassay analyzer, for one (1) patient's sample. Results are shown. No reports of death, injury, or change to patient treatment have been reported in connection with this event.